Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the discordant result was obtained and released while performing troubleshooting for a quality control issue following the daily cleaning procedure. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the luminometer. The cause of the discordant, falsely low afp result is due to a luminometer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low alpha-fetoprotein (afp) result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp result.